Event description:
It was reported that the implantable cardiac monitor (icm) device exhibited t-wave oversensing (twos) as well as asystole episodes due to undersensing. Therefore device reprogramming was performed and the icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.